Event description:
It was reported that noise was observed on the ventricular lead. The noise was reproducible. The sensing vector was programmed to unipolar tip-can and the oversensing went away. The patient is dependent and monitoring of the lead will continue.

Event description:
An insulation anomaly was also reported. Subsequently, the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.